Event description:
It was reported to boston scientific corporation that a captivator ii snare was used to remove polyps in the colon during a colonoscopy procedure performed on april 8, 2024. During the procedure and inside the patient, the device would not cut the polyp. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.